Manufacturer narrative:
Technician found that the hi/low head up valve was defective. Replaced hi/low head up valve assembly to resolve this issue.

Event description:
Technician found the bed with tag stating that the head hi/low drifted down very slowly with time. .